Manufacturer narrative:
Investigation: the run data files (rdfs) were analyzed for this event. A review of available rdf¿s does not indicate the scenario reported or alarm reported for evaluation. Rdf analysis indicates a return line air detector failed fluid check alarm occurred on (B)(6) 2015. The possible causes for this alarm include the tubing set was not correctly loaded in pump, the tubing set was defective, foam or air in the return line, defective return line air detector, defective upper user strobe driver circuit board or defective control stack. There was no internal part evaluation as there was no service involved. An internal serial number report indicates no further related issues reported for this device. The service history for the past year was evaluated and there was no previous service that could reasonably contribute to the reported condition. The operator¿s manual procedural warning section instructs the operator to monitor the return line for air during the procedure. If return air is seen the operator is instructed to discontinue procedure, or to select the option to ¿remove air from return line¿ at any point during the procedure to perform the air recovery process. Root cause: undetermined

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.

Event description:
The customer reported that during prime they received an alarm message 'return air detector could not detect air in tubing' that did not allow them to continue. The operator removed the disposable set and began again with a new disposable set from the same lot and had no problems. The same alarm was received the following day with a disposable set of the same lot number. The operator replaced the disposable set with a new one and successfully completed the procedure. Patient information is not available at this time. Patient outcome is not available at this time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.